Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing a recurrent bacteremia driveline infection that was not amendable to antibiotic treatment. The patient was explanted on (B)(6) 2021 onto impella support. The plan was to begin an antibiotic treatment, and if the infection was successfully eradicated, another lvad (left ventricular assist device) would be implanted at a later date.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing a recurrent bacteremia driveline infection that was not amendable to antibiotic treatment. The patient was explanted on (B)(6) 2021 onto impella support. The plan was to begin an antibiotic treatment, and if the infection was successfully eradicated, another lvad (left ventricular assist device) would be implanted at a later date.

Manufacturer narrative:
Section a3: patient privacy laws prohibit the release of private patient information and patient date of birth should have been removed from the initial report. The onset of the patient's infection is reported under MFR #: 2916596-2022-10690. Manufacturer's investigation conclusion: a specific cause for the reported infection could not be conclusively determined through this investigation. The evaluation of heartmate 3 left ventricular assist system, serial number (B)(6), did not reveal any device-related issues that would have contributed to a flow or functional issue. (B)(6) was returned assembled with the pump cable severed approximately 15.5¿ from the pump header. Approximately 9.0¿ of the sealed outflow graft, including the sealed outflow graft bend relief, was returned attached to the pump cover outlet port. The remainder of the pump cable, modular cable, sealed outflow graft attachment collar, and apical cuff were not returned. Upon disassembly of the returned pump, a deposition of clotted blood admixed with post-explant blood was observed in the pump cover. The lack of structure and adherence of the deposition suggests that it developed acutely, likely due to poor surface washing as a result of blood remaining in the device post-explant. No adhered/developed depositions or thrombus formations were observed during the evaluation of the returned device. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device log files retrieved from the returned device appeared to capture the pump functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The heartmate 3 left ventricular assist system instructions for use (rev. C) contains the following information: section 1 lists infection as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.